Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure as they were advancing the forceps through the scope, they met with resistance and became stuck in the scope. The forceps and scope were removed in tandem from the patient. The procedure was completed with different device. Post procedure they were able to remove the device from the scope and it was noted that the biopsy forceps would not close all the way. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The exact event date is unknown, however it was reported that the event occurred sometime between (B)(6), 2011. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that one jaw was bent upwards. Functionally, the device jaws could not close completely due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specifications. Dimensional inspection failed due to the bent jaw. The condition of the returned incident device was consistent with the complaint that the jaws failed to close. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure as they were advancing the forceps through the scope, they met with resistance and became stuck in the scope. The forceps and scope were removed in tandem from the patient. The procedure was completed with different device. Post procedure they were able to remove the device from the scope and it was noted that the biopsy forceps would not close all the way. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.